Manufacturer narrative:
Method - (process evaluation): medical review. Results - (process result): per medical review - reportedly, the surgeon couldn`t place 3-piece silicone iol properly upon insertion and decided to exchange it for a sulcus lens. Incision was not enlarged for lens removal. No reported problem with the lens or injector. According to the report , by a nurse, dated on (B)(6) 2015 the event was not related to the device but to the patient factor (anatomy issue). In the same report, the nurse stated that there was not any injury to the patient. (B)(4).

Event description:
The customer reported the surgeon inserted the +21.5 diopter aq2010v silicone three piece lens and did not like the way it seated in the eye. The lens was removed and the surgeon switched to an acl. There was no patient injury. Reporter stated the event was due the patients anatomy and not related to the lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Visual inspection of the returned product showed both haptics were bent and a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).